Manufacturer narrative:
This is an initial report. A follow-up report will be submitted once additional information is obtained. It should be noted: the serial numbers of the meters were not provided. Additionally: the person who reported this situation was unable to provide specific details of the events.

Event description:
An employee of a residential care facility reported they have two precision xtra blood glucose meters that were not working properly. The problems with the meters began on (B)(6) 2010 and continued through (B)(6) 2010. One of the meters (no serial numbers were provided as numbers were illegible) reportedly was experiencing port issues and the other meter was displaying a blank screen. Because the meters were not working. They were not able to obtain blood glucose results on their patients and this resulted in two serious medical events. In one episode, a patient was experiencing symptoms of hypoglycemia, which was treated with a glucagon injection. In the second episode, a patient experienced symptoms of hyperglycemia, which was treated with an unknown amount of insulin. There was no report of death or permanent injury associated with this event.